Event description:
The following has been reported: "there was an explosion during use, the equipment was plugged in and infused with potassium phosphate. No damage to the patient was reported. Additional info received: an evaluation was carried out by the local department, who is qualified by the pu. A technical assessment of the equipment was carried out and our analysis revealed that the fire apparently started on the outside of the equipment, precisely where the power cable is inserted. As the incident originated from an external cause, not directly from the equipment, it was not possible to determine the cause of the incident, as it was an external cause. We analyzed the interior and it showed no signs of burning in its components. We replaced the charging compartment of the equipment that had been damaged, and it worked perfectly with all its specifications." Reporting due to the referenced issue as a conservative measure. No adverse event reported. More information is needed to complete the investigation.